Event description:
It was reported that the patient wore a medical emergency home monitoring device or button around his or her neck, and believed it was affecting the implanted neurostimulator.

Manufacturer narrative:
(B)(4).